Manufacturer narrative:
Block h7 (if remedial act init, type), h9 and h11 were updated. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a0510 captures the reportable event of delivery system retraction problem. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf device code a15 captures the reportable investigation finding of stent partially deployed. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis. It was returned partially deployed, with the first flange not fully exposed and the slider at position 2. The reported events of stent first flange failure to expand and delivery system retraction problem could be confirmed. The device was received for analysis, and the investigation was able to confirm the reported events of stent first flange failure to expand and delivery system retraction problem. The device was returned partially deployed, with the first flange not fully exposed and the slider positioned at 2. A sharp bend was noted in the catheter at the luer when fully retracted. Sheath retraction did not meet specifications. Deployment required high force; straightening the bend allowed the deployment to continue. Position 4 was difficult to reach. Following deployment, the welded end of the stent was bent back at the proximal end. The liner appeared pulled out of the inner diameter of the outer sheath, and the stent braid was twisted from distal to proximal flange, with folds in the braid. Following placement of the stent in warm water, the expansion issue persisted with no change. The stent was partially deployed. Slow expansion rates occur mainly in larger stent sizes under higher compression. Larger diameters are more tightly packed, increasing the likelihood of unconstrained opening dimensions smaller than manufacturing specification. The issue of stent partially deployed is noted in product labeling as a possible adverse event. Investigation suggests procedural factors (lesion, handling, physician force) likely caused the damage. The event of additional device required could not be confirmed, as it occurred during the procedure and no objective evidence was available. It was also reported that the axios stent was intended for treatment of duodenal stenosis during a gastroenteric anastomosis procedure. However, per the IFU, the stent is indicated only for drainage of pancreatic pseudocyst or walled-off necrosis with at least 70 percent of fluid content, gallbladder drainage in acute cholecystitis for high-risk patients, and bile duct drainage after failed ercp in malignant obstruction. The device is not indicated for treatment of duodenal stenosis between the stomach and small intestine during gastroenteric anastomosis; the code of device misuse was confirmed. Therefore, taking all available information into consideration, the overall root cause of the reported events is manufacturing deficiency, since the problem is traced to manufacturing process. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use/product label. Additionally, stent partially deployed issue is noted within the product labeling as a possible adverse event associated with the use of the device. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the small intestine to treat a duodenal stenosis during an endoscopic ultrasound (eus) gastroenteric anastomosis procedure performed on (B)(6) 2025. During the procedure, the physician performed step 2 to deploy the distal flange in the small intestine. After waiting approximately 1 minute, the first flange still failed to open. During this step, the physician noticed something unusual in the handle, it was not responding. As a result, the device was removed, and a new stent was used to complete the procedure. A guidewire was inserted to maintain access to the initial puncture site. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted to treat a duodenal stenosis during a gastroenteric anastomosis procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted to treat a duodenal stenosis between the stomach to the small intestine during a gastroenteric anastomosis procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the small intestine to treat a duodenal stenosis during an endoscopic ultrasound (eus) gastroenteric anastomosis procedure performed on (B)(6) 2025. During the procedure, the physician performed step 2 to deploy the distal flange in the small intestine. After waiting approximately 1 minute, the first flange still failed to open. During this step, the physician noticed something unusual in the handle, it was not responding. As a result, the device was removed, and a new stent was used to complete the procedure. A guidewire was inserted to maintain access to the initial puncture site. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted to treat a duodenal stenosis during a gastroenteric anastomosis procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted to treat a duodenal stenosis between the stomach to the small intestine during a gastroenteric anastomosis procedure.

Manufacturer narrative:
Block h6: updated coding section: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a0510 captures the reportable event of delivery system retraction problem. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the small intestine to treat a duodenal stenosis during an endoscopic ultrasound (eus) gastroenteric anastomosis procedure performed on (B)(6) 2025. During the procedure, the physician performed step 2 to deploy the distal flange in the small intestine. After waiting approximately 1 minute, the first flange still failed to open. During this step, the physician noticed something unusual in the handle, it was not responding. As a result, the device was removed, and a new stent was used to complete the procedure. A guidewire was inserted to maintain access to the initial puncture site. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted to treat a duodenal stenosis during a gastroenteric anastomosis procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted to treat a duodenal stenosis between the stomach to the small intestine during a gastroenteric anastomosis procedure.

Manufacturer narrative:
Block h7 (if remedial act init, type), h9 and h11 were updated. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a0510 captures the reportable event of delivery system retraction problem. Imdrf impact code f2301 captures the reportable event of additional device required. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the small intestine to treat a duodenal stenosis during an endoscopic ultrasound (eus) gastroenteric anastomosis procedure performed on (B)(6) 2025. During the procedure, the physician performed step 2 to deploy the distal flange in the small intestine. After waiting approximately 1 minute, the first flange still failed to open. During this step, the physician noticed something unusual in the handle, it was not responding. As a result, the device was removed, and a new stent was used to complete the procedure. A guidewire was inserted to maintain access to the initial puncture site. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted to treat a duodenal stenosis during a gastroenteric anastomosis procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted to treat a duodenal stenosis between the stomach to the small intestine during a gastroenteric anastomosis procedure.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf impact code f2301 captures the reportable event of additional device required.